Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received the following results within 15 minutes: 190 mg/dl (accu-chek guide system), "lo" mg/dl (less than 10 mg/dl; accu-chek active system), "lo" mg/dl (less than 10 mg/dl; accu-chek active system), and "lo" mg/dl (less than 10 mg/dl; accu-chek active system).